Event description:
A report was received that the patient¿s two leads had high impedance. The patient underwent a revision procedure wherein the leads were replaced. One of the leads was found out to be fractured and it was fractured prior to the procedure. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.